Event description:
It was reported that there was a sticking issue when removing an unspecified balloon catheter from the bmw universal ii guide wire. Both devices were removed together as a single unit from the patient. There was no significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event and therapy date are estimated. Factors that may contribute to the inability to retract the balloon catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, coagulation of blood or contrast, or damage to the catheter. In this case, the guide wire and the balloon catheter used during the procedure were not returned which may have aided in the evaluation. However, as there was no other information regarding the reported difficulty, a conclusive cause could not be determined. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The lot history record review and similar incident query for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. In summary, based on this evaluation, there is no indication of a product quality deficiency.